Event description:
It was reported that the unit is not turning on. No procedure involved. After investigation it was noticed that the error message device failed / please return" was displayed after powering on the device.